Event description:
On (B)(6) 2009, the pt underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure. On (B)(6) 2011, the pt underwent a reintervention and both the contralateral and ipsilateral leg component were extended with add'l gore excluder aaa endoprosthesis. The pt tolerated the procedure and the endoleak was resolved. The physician stated the original devices implanted were too short.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. Gore excluder aaa endoprosthesis instructions for use (IFU) states: the aortic and iliac extender endoprosthesis are intended to be used after deployment of the gore excluder aaa endoprosthesis. These extensions are intended to be used when add'l length and/or sealing for aneurysmal exclusion is desire. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak.